Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was excessive smoke in the tunnel and the cautery device wasn't working - no energy to the jaws. After replacing the extension cable and power supply to no avail, they opened a new vh-4000 kit and completed the procedure. There was no patient injury.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was excessive smoke in the tunnel and the cautery device wasn't working - no energy to the jaws. After replacing the extension cable and power supply to no avail, they opened a new vh-4000 kit and completed the procedure. There was no patient injury.

Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25153314, 25153391, and 25153483 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.